Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak fluid was observed at the connection point of the filter port and the support plate of an oxiris set during priming. There was no patient involvement. No additional information is available.